Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover was missing, the main clear cover was broken, all three control knobs were cracked, both battery release latches were broken, the ring cover and both bail covers were missing, the ring cover screw was missing, two case screws were missing, the ring and both bails were missing, the battery drawer was broken, and the serial number label was damaged. (B)(4).

Event description:
It was reported the epg (external pulse generator) case was damaged. The epg was returned for repair and test/calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.